Manufacturer narrative:
Date of submission 30-nov-2017 the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: a review of the pump history showed no records of a date of (B)(6) 2007. The pump history showed one zero unit basal rate that was programmed. The pump was run for 24 hours at a 1 unit per hour basal rate. At the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. No zero unit basal rates or a default date of (B)(6) 2007 were recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the patient kept "seeing 0.0 u on the basal home screen. After review all basal history prior to today show default of (B)(6) 2007 for 0.0. Reviewed tdd, bolus, and prime history and all show (B)(6) 2007 0.0 with default history." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.